Event description:
It was reported to philips that the red CPR puck that attaches to this ls does not give accurate data related to depth of compressions. Further information will be send upon completion of the manufacturer's investigation.

Manufacturer narrative:
Type of reported complaint updated to product problem. Patient coding updated. Product information updated.

Manufacturer narrative:
Model# updated. Product UDI updated. Contact office updated. Investigation results are unchanged.